Event description:
The pt had a cerebro-spinal fluid leak during the initial implant surgery, in 2000, the patient began to experience severe headaches and vomiting. In the following month, the surgeon surgically repaired the cerebro-spinal fluid leak.